Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shutdown while charging. The customer's blood glucose (bg) level was 229 mg/dl. The pump was restarted to address the issue and insulin deliveries were resumed. Reportedly, the customer continued to use the pump for insulin therapy.